Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "keller funnel didn't have any lubricant coating on the inside of the funnels".

Event description:
Company representative reported "keller funnel didn't have any lubricant coating on the inside of the funnels". Surgery was successfully completed using a backup funnel.

Event description:
Company representative reported "keller funnel didn't have any lubricant coating on the inside of the funnels". Surgery was successfully completed using a backup funnel.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Company representative reported "keller funnel didn't have any lubricant coating on the inside of the funnels". Surgery was successfully completed using a backup funnel.